Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm that was repaired with another manufacturer's stent graft several years ago. The iliac arteries were mildly calcified and mildly tortuous. It was reported that the patient presented with back pain and subsequent CT revealed disunion between the contralateral gate and the contralateral limb of another manufacturer's abdominal stent graft system. The patient was taken to the operating room and under fluoroscopy it was determined that the contralateral gate could not be accessed to bridge between the two components. The physician elected to place a 32x16x125 talent converter but was unable to pass the device through and after several attempts and troubleshooting maneuvers including pre-dilating and abdominal manipulation use of this device was aborted. The physician elected to place a lower profile talent 28x16x126 converter distally and an endurant 32mm cuff proximally. This was accomplished without difficulty. After remodeling with a reliant balloon a junction leak was observed between the talent converter and the endurant cuff. To resolve the type iii endoleak a 36 mm endurant cuff was placed at the junction. This was done successfully and there was an excellent final angio result. An occluder was deployed in left common iliac artery. Right to left fem-fem bypass was performed. Patient had good pulses post-op and was stable.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (calcified and tortuous iliac arteries). Caused by another drug/device (disunion between stent graft components from another manufacturer). Incorrect technique/procedure (use of stent grafts with another manufacturer's device). Conclusion: device failure/lack of effectiveness related to patient condition (calcified and tortuous iliac arteries). Another device caused failure (disunion between stent graft components from another manufacturer). Operational context contributed to event (use of stent grafts with another manufacturer's device).